Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and tank cover. The pcb and power switch were outdated. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (bad pump) was confirmed during testing. The pump was found to be noisy. The product problem occurred because of a faulty pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a bad pump. No patient injury or complications were reported in relation to this event.